Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's left ventricular lead exhibited loss of capture. No intervention was performed. There were no patient consequences.